Manufacturer narrative:
One sealed enlite sensor was inspected and tested and it passed per specifications with accurate readings. Two opened/used enlite sensors were inspected and tested and both sensors failed. One sensor had no isig readings. Sensor cannula was broken and part was missing, unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported via phone call, he was having issues with two sensors. The insulin pump was alarming sensor error. Customer's blood was 6.7 mmol/l. Troubleshooting was performed and customer was advised to changed sensor. Customer stated issue reoccurred with three sensors. Customer agreed to return the sensor for analysis.